Event description:
Report received of an incident involving a filter extension set where air was noted distal to the filter. The incident occurred on the critical care unit involving a patient on mechanical ventilation. The patient was receiving propofol at an unspecified dosage and rate via peripheral IV access. The tubing set, which consisted of an unspecified pump set with the filter extension set attached, was primed manually without incidentce. The reporter stated after 5-10 minutes into the infusion air was noted distal to the filter and into the patient's peripheral IV access. The reporter stopped the infusion and changed out the filter extension set and the infusion was resumed without further incidence. There was no report of patient harm or adverse patient effects. The patient was later transferred to a larger facility for care. Although requested, no additional information was provided.